Manufacturer narrative:
Evaluation summary: the device was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire has not been received. (B)(4).

Event description:
A technician reported a patient with a lens that had prolapsed following an intraocular lens (iol) implant procedure. The lens was exchanged, patient status is unknown. Additional information has been requested.